Event description:
It was reported that the patient received an inappropriate shock due to oversensing of electromagnetic interference (emi) on the right ventricular (rv) lead. A lead integrity alert (lia) was also triggered due to nonphysiologic sensing and high sensing integrity count (sic). It was noted that the patient was operating his boat lift at the time of the episode collection. He got shocked from the equipment due to electrical malfunction and also from his device due to noise. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2008. A d154awg, implantable cardioverter defibrillator, (B)(6) 2008. A 5076, implantable pacing lead, (B)(6) 2009. (B)(4).